Event description:
During the lap appy procedure, the handpiece displayed a temperature error. Since the handpiece did not function and no other handpiece could be located, the pt was opened. No additional pt consequence.